Event description:
The customer reported that she "felt pain" where her pod was placed. The adhesive tape appeared "blistered/wet" and her skin was red. She removed the pod and "noticed a large sore the size of the pod"; it was as if her skin "had melted off with the adhesive". When she removed the pod, she removed skin along with it. Insulet customer care instructed her to immediately seek medical attention. The customer contacted a pharmacy who recommend that she apply neosporin and cover the site with gauze. The pod will not be returned for evaluation.

Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and received medical attention in order to treat her skin condition.